Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with damaged labels. The entire device was worn. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A functional and visual check was performed to further investigate; the customer problem was confirmed in that the keypad/buttons were not working properly. It was found to be due to user related issues. The faulty keypad should be replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported there was an error with the buttons/keys. There was no patient involved.